Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up completely. Rse performed the reboot, but the issue persisted. The field service engineer (fse) visited system onsite, performed troubleshooting actions, and identified that the system software was corrupted. To resolve the issue, the fse reinstalled the system software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.